Manufacturer narrative:
Zoll medical italy evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full defib functionality testing without duplicating the report. An internal inspection resulted in no findings. A system interconnect flex cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.